Event description:
The patient underwent placement of a dual chamber defibrillator six years ago. The right atrial lead and the right ventricular lead demonstrated signs of failure and were recently removed and replaced.